Manufacturer narrative:
Analysis of other device involved in procedure: the returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. Then, a coolflow pump test was performed and the catheter passed specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed. Manufacturer's ref. No: (B)(4). It was reported that a patient underwent a right sided atrial tachycardia procedure with two thermocool® smarttouch® sf bi-directional nav catheters. During the procedure, no temperature reading displayed on the smartablate generator. The returned device was visually inspected and during the first visual inspection it was found char on the catheter tip, however, during the second visual inspection no char was observed, this could be related to the decontamination process during the first inspection. Lastly, the peek housing transition was found cracked with internal parts exposed, which is MDR reportable. Per the event, the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. Then, an irrigation test was performed and the catheter failed. Further investigation revealed that irrigation tubing was occluded with reddish brown material apparently dried blood along all the irrigation tubing. No other damage was observed that might contributed to the occlusion of the catheter. The damage observed on the peek housing is related to the stress caused by the t bar sliding down. The catheter was observed under the x-ray machine and it was observed the t bar was slightly down causing the damage, even though, the catheter passed the deflection test. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint regarding the char on the tip has been verified. Additionally, char is a physical phenomenon of rf; it can be the normal result of the ablation process. The root cause of the reddish-brown material inside the irrigation tubing cannot be determined. Based on available analysis finding results, the failure mode does not appear to be caused by any internal bwi processes.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a right sided atrial tachycardia procedure with two thermocool® smarttouch® sf bi-directional nav catheters. During the procedure, no temperature reading displayed on the smartablate generator. The cable was replaced without resolution. The catheter was replaced and the procedure continued. At the end of the procedure it was discovered that the second catheter developed char on the catheter tip. The procedure was completed successfully with no consequence to the patient. There were no errors present during the procedure. The temperature of the second catheter was above 30°c. The generator was in power control mode and the power ranged from 20 to 30 watts. The impedance was around 150 ohms and the temperature cutoff on the smartablate generator was 34°c, the default for this catheter. Heparin was used as an anticoagulant during the procedure. The patient has not exhibited any neurological symptoms since the procedure was completed. This event was originally assessed as not MDR reportable. When no temperature is displayed, ablation cannot be performed. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event is remote. The issue with charring is also not reportable. The presence of char on the electrodes does not represent a serious injury in itself, nor is it necessarily the result of device malfunction. The devices were returned to the biosense webster failure analysis lab and on (B)(6) 2017, after decontamination and removing the last of the char from the second catheter used, it was discovered that the transition was cracked open and internal parts were exposed. This finding has been assessed as MDR reportable. If the peek housing is cracked with internal parts exposed, then the risk to the patient is critical due to the potential of thrombus formation from exposure of internal parts of the catheter.